Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the right primary bronchus to treat a stenosis during a tracheal stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent did not deploy when the deployment suture was pulled. The stent was removed from the patient partially deployed. An attempt to release the stent was made outside the patient and the black deployment suture got stuck and knotted. The stent could only be deployed with force. The procedure was completed with a non-boston scientific stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the right primary bronchus to treat a 15 cm malignant stenosis during a tracheal stent implantation procedure performed on (B)(6) 2024. The patient anatomy was dilated prior to stent placement. During the procedure, the stent did not deploy when the deployment suture was pulled. The stent was removed from the patient partially deployed. An attempt to release the stent was made outside the patient and the black deployment suture got stuck and knotted. The stent could only be deployed with force. The procedure was completed with a non-boston scientific stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis, the delivery system was not returned. Visual inspection revealed the stent was fully deployed and expanded. Media inspection was performed however, the photos provided by the customer were limited and does not provide any additional details to the device analysis. No damages were noted to the stent. Product analysis did not confirm the reported events of stent deployment suture knotted and stent partially deployed. Taking all available information into consideration, the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities were reported during the assembly process. Therefore, a review and analysis of all available information indicated that the most probable cause is no problem detected.